Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for unknown reasons. Multiple asystolic pauses were observed on the telemetry monitors. Upon device interrogation, the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. It was noted the patient experienced syncope and a fall. The patient is pacemaker dependent. The device was reprogrammed to prevent future pauses. The patient was in stable condition. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition during and post procedure.